Manufacturer narrative:
Covidien reference: (B)(4). The technical support engineer (tse) troubleshot the issue with the customer over the phone. The customer was advised to exchange the upper and lower displays to confirm if the issue follows. The customer stated that after swapping the screen went from light to dark. The liquid crystal display (lcd) flex cable, backlight inverter printed circuit boards (pcbs) and graphic user interface (gui) printed circuit board (pcb)to be replaced; the service engineer to perform software download. Covidien, now medtronic, was not authorized to service the device.

Event description:
It was reported that the 840 ventilator's top display was blank. The ventilator was not on a patient at the time of the event.